Manufacturer narrative:
On 31-jul-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed parallel lines of shell wear on the anterior aspect. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H.6. Investigation findings (c22): cosmetic. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2021, mentor received additional information regarding the suspected medical device and date of explantation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Previously, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. On 18-jun-2021, mentor received additional information regarding the patient¿s symptoms, patient¿s information, revision surgery, and condition of the suspected medical device. The patient¿s surgeon stated that the patient experienced high baker grade bilateral capsular contracture (right grade: iii/IV, left grade: unknown). The patient is caucasian. The patient¿s weight is 115lb. The patient underwent removal and replacement with two mentor memorygel xtra breast implant prostheses (left catalog #: thpx365, left serial #: (B)(6), right catalog #: thpx405, right serial #: (B)(6)). Initially, right-sided rupture was suspected. However, upon explantation, the right-sided implant was found to be intact. Updated reason for device explant and/or reoperation: suspected rupture, capsular contracture manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a female patient underwent a revision breast augmentation with a 350cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture. MRI and ultrasound performed on (B)(6) 2016 indicated the right-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. Mentor received additional information regarding the implantation date, event date, and explantation date on (B)(6) 2021. On the initial psr report, the implantation date, event date, and explantation date were reported as (B)(6) 2010, (B)(6) 2016, and (B)(6) 2016 respectively. However, additional information revealed that the actual implantation and event dates were (B)(6) 2014 and (B)(6) 2016 respectively, and an explantation surgery hasn¿t been performed yet.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's information. The patient age at the time of event was 46. The relevant fields have been updated. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the diagnosis and explantation date. The diagnosis of right-sided rupture was confirmed by a healthcare professional based on the MRI and ultrasound results. The patient is scheduled to undergo removal and replacement with an unspecified mentor gel breast implant on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).